Manufacturer narrative:
Results: thirty unused samples and a photo of the used device were returned for evaluation. An evaluation of the photo confirmed front and rear barrel separation of a push button blood collection set. As this is a confirmed complaint, a DHR review is not required. Conclusion: the customer's photo of the used device confirmed the reported defect and the root cause for this incident has been determined to be a manufacturing process related problem. Further analysis of the returned samples is not required as this is a confirmed issue. Remedial action required: CAPA (B)(4) has been initiated for this issue to document the investigation path, root cause analysis and remediation plan to include corrective and preventive actions. (B)(4).

Event description:
It was reported that after drawing blood with a 23 g x .75 in bd vacutainer® winged safety push button blood collection set with 12 in tubing and luer adapter, the safety activation button was pressed to retract the needle and the assembly fell apart. There was no report of injury or medical intervention.